Event description:
It was reported the front-actuated grip type s had one end of the tissue pad that was separated from the upper-jaw on the tip. The issue occurred during a subtotal pancreatectomy. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, tissue pad peeling, could not be identified. A root cause could not be determined. Based on the results of the product inspection and investigation, it is inferred that the reported event occurred through the following mechanism: 1) during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. 2) due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿no labeling review.¿ olympus will continue to monitor the field performance for this device.